Manufacturer narrative:
H3. Analysis of the extension (s/n (B)(6)) found the conductor was broken in the body of the extension up to the transducer point and there was a coiled wire in the body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by rep stating the reason for battery replacement was normal depletion. Rep confirmed abnormal I mpedances were discovered during pre-operation and the physician requested to replace the extension. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the battery had their battery replaced today and they noticed high impedances for the right and left side. When the neurostimulator was replaced, the right-side impedance resolved, but the left side still had high impedance. The rep checked the left side extension impedance, and it was high, they then tested impedance at the lead site, and it was all green. The healthcare provider (hcp) replaced the left extension. Following this the patient was programmed for optimal therapy.

Manufacturer narrative:
Section d10 references: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 12-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.